Event description:
It was reported that the cardiac resynchronization therapy-defibrillation (crt-d) device reached early elective replacement indicator (eri) in less than four years. Therefore the crt-d device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)" the device was returned and analyzed and no anomalies were found.